Manufacturer narrative:
(B)(4). Information in section was provided by the manufacturer, date of birth is unknown as it was not provided. An abbott medical optics application support manager (asm) spoke to the surgeon at the surgery center. The surgery center indicated they had started using the femto second intralase for the first time on (B)(6) 2015, prior to using the micro-keratome. The asm discussed with the surgeon about the potential contributing variables as well as determine sites medication protocol, autoclave service history; instrument sterilization techniques, environmental conditions, and patient follow up. The surgery center provided the standard postoperative regimen after laser treatment. In addition, the asm visited the site and provide surgery support. The asm reported the temperature and humidity remained stable. The asm discussed with surgeon maintaining the same intralase settings. The asm observed within the operating room (or) the autoclave which is not being drained after use, a discolored moist paper towel left under the autoclave to what appears to catch a leaking reservoir, the autoclave cassettes left closed with moisture remaining inside and some sort of black residue within cassette, and no spore testing is being completed with the autoclave. The sink had 3 bowls, one of which contained a toothbrush still sitting in unknown liquid. The surgery center¿s technician stated the autoclave had not been serviced since 2013. The asm instructed the surgeon of the autoclave concerns with him. The surgeon stated he would address the concerns. The surgery center uses re-useable cannulas without clear understanding as to if they are properly sterilized. The surgeon stated they will be using disposable cannulas from this time forward. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) following an intralase flap creation and visx laser treatment. The patient was presented with dlk stage 3+ on both eyes (ou) at 10 day post op exam. The surgeon indicated the dlk had started at the entrance site of the dissection spatula near the hinge. The surgery center indicated the patient had an epithelial defect post original flap lift os with bandage contact lens utilized. Topical steroids (pred forte) were used to treat the dlk. In addition a flap lift and rinse was performed. The dlk has been resolved. Post-operative uncorrected visual acuity was right eye (od) 20/15 and left eye (os) 20/15. This is one of four reports.